Event description:
Catheter separated from hub following insertion allowing blood leakage. The first two catheters were not retained. There were no permanent sequelae as a result of any of the incidents.